Event description:
It was reported that upon review of boston scientific latitude remote monitoring system stored data, we identified evidence that this implantable cardioverter defibrillator (ICD) exhibited high shock impedance measurements of greater than 125 ohms. No adverse patient effects have been reported. Upon further review, it was determined that this lead exhibited a gradual rise in shock impedances. Subsequently, this ICD was successfully explanted and replaced. No additional adverse patient effects were reported outside the revision procedure. At this time, this product has not been returned for analysis.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.